Event description:
It was reported that an advance xp sling was implanted in october 2018. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.